Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found issue related to software. To resolve the issue, fse reloaded the software and the system backup file. After that, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.